Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Unit received with minor scratched display window.

Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is unknown. The insulin pump will be replaced.